Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the submitted punch impactor confirmed the (B)(4) impactor bolt, and (B)(4) spring sub-components are disassembled and missing. The (B)(4) impactor button was returned for evaluation. A complaint database search on the provided product code identified similar reports. A previous investigation by depuy metallurgy for similar events determined the failure was due to low cycle fatigue. It is unknown if attempts were made to disassemble the bolt for instrument cleaning. The instrument design does not allow the bolt component to be disassembled. Based on the performed investigation, and the disassembled components not being returned, the root cause cannot be determined. Based on the inability to identify a root cause, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The keel punch handle set screw does not stay securely fastened to the thumb release button.